Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that during a workshop in order to know how to use the instrument, in some items defects have been detected. The avantage straight impact plate get stuck in the curved handle . The avantage straight impact plate thread as well as the curved shaft thread could not be disassembled . No patient or healthcare professionals were involved

Manufacturer narrative:
(B)(4). Concomitant medical products - avantage thread shaft straight, ref: 110027769, lot : 120200. This follow-up report is being submitted to relay additional information. The device manufacturing quality record could not be reviewed as the item and lot number of the product were not communicated. Complaint sample was evaluated and investigation on the product did not show any non-conform results. The investigation showed that the most likely root cause of the event is the design of the associated item avantage thread shaft straight, ref: 110027769, lot: 120200 (handled in the complaint (B)(4)). Therefore, a corrective action has been initiated to investigate the event, and a recall was performed on the avantage thread shaft straight. Please note that no devices involved in the recall were delivered to the USA. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a workshop in order to know how to use the instrument, the avantage straight impact plate get stuck in the curved handle. The avantage straight impact plate thread as well as the curved shaft thread could not be disassembled. No patient or healthcare professionals were involved.